Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation could not be performed.

Event description:
It was reported that during a da vinci-assisted procedure, there was insufficient sealing with the e200 generator and vessel sealer extend (vse) instrument combination. The surgeon reports "chasing bleeding vessels because of it." During follow-up with the robotics coordinator (roco), it was stated that there were no known interventions due to the bleeding.